Manufacturer narrative:
Corrected data: this event was previously reported under 2015691-2018-01980.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be confirmed since the device was not returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6)-y-o lady had a bioprosthetic aortic valve that showed signs of calcific structural degeneration leading to severe stenosis and mild regurgitation after an implant duration of six (6) years and one (1) month. The patient presented with symptoms of severe aortic stenosis due to valve degeneration. On echo, there was mild aortic regurgitation and peak aortic gradient was higher than 90mmhg (mean 50mmhg) with a preserved lv function (ef 55%). Reportedly, the patient was scheduled for a tavr procedure because she was not suitable for a redo savr due to a small cerebral stroke she had a the time of surgery. However, the patient finally went on surgical surgery where a mechanical valve was implanted. The patient died during operation, unable to be weaned off bypass. As reported, indication for initial aortic valve replacement was severe aortic stenosis. The patient had also a CABG (lima to lad and svg to rca) and stenting during the initial avr. Patient´s comorbidities: severe cad.